Manufacturer narrative:
Not applicable as there was no patient contact. If implanted, give date: not applicable, as lens had no patient contact. If explanted, give date: not applicable, as lens had no patient contact. Email address: unknown/not provided. Telephone number: (B)(6). The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that making an intraocular lens (iol) move forward had been difficult because it had strongly adhered to inside of its cartridge. When iol was pushed forward in the cartridge as it was, the trailing haptic was deformed, so the iol was not implanted and the operation was performed with using a backup. There was no patient contact as the issue was prior to use. There was no patient injury. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul 25 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the samples was forwarded to añasco for evaluation and no gaps or assembly issues with the handpiece was observed. The dye test was performed and "there was a gap or missing purple dye in the tube area that is nearest to the cartridge tip", however "as the tip was bent, the tube was clogged, and this did not allow the purple dye to be absorbed through the totally interior of the cartridge", and therefore cannot be confirmed to be related to manufacturing and no further escalations are required. The complaint issue (dc-difficult to use and dc-haptic damaged) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. The results of hazard risk analysis (hra) review do not confirm that the above situations occurred during manufacturing and are only provided for informational purposes and therefore no further escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.